Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon could not be inflated during the pretest. The catheter was not used.

Event description:
It was reported that the catheter balloon could not be inflated during the pretest. The catheter was not used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe package in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."